Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, non-sustained right ventricular oversensing was noted due to post-paced t-wave oversensing. Reprogramming was recommended but not yet performed. The patient was in stable condition.